Event description:
A report was received that the patient¿s leads showed high impedances. Database analysis revealed that impedance measurements showed high values on several electrodes. The device revealed no anomalies. The patient underwent lead replacement. It was also reported that the ipg was replaced for unknown reason. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient¿s leads showed high impedances. Database analysis revealed that impedance measurements showed high values on several electrodes. The device revealed no anomalies. The patient underwent lead replacement. It was also reported that the ipg was replaced for unknown reason. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient¿s leads showed high impedances. Database analysis revealed that impedance measurements showed high values on several electrodes. The device revealed no anomalies. The patient underwent lead replacement. It was also reported that the ipg was replaced for unknown reason. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the ipg was not replaced and malfunction of the lead was suspected.